Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2022, a re-intervention of reply dr (231zu022) was conducted due to normal battery depletion. The pm was replaced with an eno dr (209cr5fa). The ventricular lead was connected to eno dr and put it in the pacemaker pocket, but no pacing spikes appeared. The connection was checked twice, but no pacing spikes appeared. The physician decided to replace a lead (insert an additional lead). Vega r58 (58drg001694) was implanted and fixed in the ventricle. There was no problem with the measured values of the threshold and lead impedance. The current vdd lead was temporarily connected to psa for back-up with vvi, 30ppm, and connected vega r58 to eno dr. It was visually confirmed that the lead connector pin was protruded from the connector block, but no pacing spike appeared. Considering the possibility of being unipolar, the physician put it in the pacemaker pocket, but no pacing spikes appeared. The polarity was changed to the bipolar, but it became unipolar, and the lead impedance was 3000o or more. Since the phenomenon was not resolved, the physician decided to change to another new eno dr (209cr08d) and the re-intervention was completed without any problem. In the check after implant, the lead impedance was in the 600o range, the threshold was 1.0v/0.35ms, and there was no problem.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on 2022-06-14, a re-intervention of reply dr (B)(6) was conducted due to normal battery depletion. The mode was vdd, the rate was 60 to 120 ppm, and the lead is medico's 830-s (vdd lead). The atrium was bipolar and the ventricle was unipolar lead. The pm was replaced with an eno dr (B)(6) and automatic detection of implantation was on and was set to ddd mode. After that, safer of automatic detection of implantation was turned off, the atrial polarity was set to bipolar, and the ventricular polarity was set to unipolar. Then changed to vvi. The ventricular polarity of automatic detection of implantation remained unipolar. The rate was 60ppm. The ventricular lead was connected to eno dr and put it in the pacemaker pocket, but no pacing spikes appeared. The connection was checked twice, but no pacing spikes appeared. The physician decided to replace a lead (insert an additional lead). Vega r58 (B)(6) was implanted and fixed in the ventricle. There was no problem with the measured values of the threshold and lead impedance. The current vdd lead was temporarily connected to psa for back-up with vvi, 30ppm, and connected vega r58 to eno dr. It was visually confirmed that the lead connector pin was protruded from the connector block, but no pacing spike appeared. Considering the possibility of being unipolar, the physician put it in the pacemaker pocket, but no pacing spikes appeared. The polarity was changed to the bipolar, but it became unipolar, and the lead impedance was 3000o or more. Since the phenomenon was not resolved, the physician decided to change to another new eno dr (B)(6) from the beginning and set the mode to vvi. After connecting the vega r58, the pacing spike came out without any problem, and it worked without problems at 60ppm. Capped on the ventricular connector of the vdd lead, put the atrial connector of the vdd lead in the atrial connector port of eno dr instead of the cap, and the re-intervention was completed without any problem. In the check after implant, the lead impedance was in the 600o range, the threshold was 1.0v/0.35ms, and there was no problem.